Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The z (vertical) arm that holds the detector is broken from its middle of the iron. The detector fell down away from the pt and there has been no report of injury.